Event description:
A 31mm bioprosthetic mitral valve, implanted approximately nine (9) years and ten (10) months, was explanted due to severe mitral stenosis and mild mitral regurgitation. The explanted device was replaced with a 29mm bioprosthetic mitral valve. Patient was reported to have tolerated the procedure well and in stable condition post-operatively.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.